Manufacturer narrative:
E1: event country: the united states based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tubing leakage at the insertion site, with high blood glucose on (B)(6) 2026. It was managed by correction bolus via pump.